Event description:
It was reported that the patient presented to the emergency room experiencing chest pain. The atrial lead exhibited noise and an impedance measurement anomaly. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found the lead exhibited clavicular crush damage at 26.4 cm to 26.9 cm from the connector pin. The outer insulation was damaged at this same location which exposed the outer coil. This damage likely contributed to the reported anomalies.